Manufacturer narrative:
The reported complaint of "the staff observed the solex 7 catheter (lot# 148520) leak at the insertion site was not confirmed during the functional testing. No leak, no damage was found on balloons and luer connections during testing of the returned catheter and the catheter worked as intended. The most likely cause for the saline leak from the injection site was likely due to the improper placement of the catheter, however, the patient's anatomy cannot be ruled out. Per solex 7 catheter IFU: "using centimeter marks on the catheter as positioning reference points, advance the catheter to at least the 18 cm mark, to ensure the proximal infusion port is in the vessel." Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the serpentine balloon. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloon fully inflated when pressurized up to 100 psi without any issues. The balloon did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned catheter was connected to a known good start-up kit (suk) and ran on a peristaltic pump at high speed for 10 minutes and, also, on a thermogard console in both warming and cooling modes for a total of 2 hours. No leak was observed on the catheter. The catheter performed as intended. Additional information b5, d4: solex 7 catheter (lot# 148520).

Event description:
After 18 hours of ivtm therapy, the staff observed the solex 7 catheter (lot# 148520) leak at the insertion site. Per the reporter, the catheter was placed 16cm into the internal jugular vein and three infusion ports of the catheter was utilized at the time of the reported issue. The catheter insertion was described as easy with no difficulties and from the first attempt. No other details were provided on the catheter placement position as it was not documented, however, the review of the x-ray confirmed the tip of the solex 7 catheter was just above the right atrium. The saline bag volume was remained at the same level with no leaks at the start-up kit (suk) tubing or connections. There was no air trap alarm reported by the thermogard console. The solex catheter was replaced with the quattro catheter to continue with ivtm therapy. No consequences or impact to patient.

Manufacturer narrative:
Zoll has not yet received the solex 7 catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
After 18 hours of ivtm therapy, the staff observed the solex 7 catheter (lot# unknown) leak at the insertion site. Per the reporter, the catheter was placed 16cm into the internal jugular vein and three infusion ports of the catheter was utilized at the time of the reported issue. The catheter insertion was described as easy with no difficulties and from the first attempt. No other details were provided on the catheter placement position as it was not documented, however, the review of the x-ray confirmed the tip of the solex 7 catheter was just above the right atrium. The saline bag volume was remained at the same level with no leaks at the start-up kit (suk) tubing or connections. There was no air trap alarm reported by the thermogard console. The solex catheter was replaced with the quattro catheter to continue with ivtm therapy. No consequences or impact to patient.